Event description:
Medtronic received information that this bioprosthetic valve, was implanted without event. Following the implant of the valve, it was noted that there was an occlusion of the right pulmonary artery with no flow. The patient was hemodynamically stable and sent to the operating room for removal of the valve. It was reported that the patient developed hypotension possibly secondary to tamponade, which resulted in low cardiac output. The patient suffered severe brain injury and support was withdrawn. The patient subsequently died. The valve was not returned, as it was not explanted.

Manufacturer narrative:
No product will be returned for analysis, as it was never explanted after the patient's death. Review of the device history record showed that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. Based on the available information, the likely cause of the patient's death was due to pulmonary artery occlusion, and the inability for the patient to tolerate the subsequent revision procedure.

Manufacturer narrative:
Corrected information: device evaluated by MFR?: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.